Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: based on the returned stent graft delivery system, the alleged deployment failure could be confirmed. The outer sheath was found to be elongated and one strut perforated through the catheter wall, which indicated that high deployment forces were present during the attempt to deploy the stent graft. Subsequently this made further deployment of the stent graft impossible. No indication for a manufacturing related cause could be found. Conclusion: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. (B)(4).

Event description:
It was reported that during a stent deployment procedure in the cephalic arch, allegedly there was difficulty advancing the delivery system to the target lesion. Reportedly, the device would not deploy. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure in the cephalic arch, allegedly there was difficulty advancing the delivery system to the target lesion. Reportedly, the device would not deploy. There was no reported patient injury.